Manufacturer narrative:
Block h6: problem code 2907 captures the reportable event of rx tunnel detached. Block h10: investigation results: visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. It was noted that the rx tunnel of the device was detached and not returned. The most probable root cause is manufacturing deficiency, as the reported failure was traced to the manufacturing process. An investigation to address this issue has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a hepaticogastrostomy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the black rx tunnel came off from the catheter when the device was introduced through the scope. The procedure was completed without using another balloon device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a hepaticogastrostomy procedure performed on (B)(6), 2020. According to the complainant, during the procedure, it was noted that the black rx tunnel came off from the catheter when the device was introduced through the scope. The procedure was completed without using another balloon device. There were no patient complications reported as a result of this event.